Event description:
During a cardiac arrest, the device was being used to provide circulatory and ventilatory support for a pt. It was reported that when the oxygen supply started to get low (approx 500psi) the device abrubtly stopped. The unit was removed, and manual CPR was continued. The emt at the scene reported that the failure did not contribute to the death of the pt.